Event description:
It was reported that the patient's family called back and the patient woke up in a pool of blood in the bed and the incision had blood seeping out. The patient was seen at the clinic yesterday and was not aware of the blood seeping out. The patient's device was remotely reset. The device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).